Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision rx stent delivery system (sds) noted contrast visible on the shaft, which is consistent with handling. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip had separated at the distal end of the distal seal. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). There were kinks in the hypotube in a z shape distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported tip detachment. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. An attempt was made to advance a mandrel through the separated tip and through the guide wire lumen past the proximal seal but there was strong resistance noted. With force the mandrel was pushed through the separated tip to reveal thick contrast in the tip. The separated tip and guide wire lumen were flushed with water and the mandrel then easily advanced through the tip and guide wire lumen. An attempt was made to back load a new 0.014 guide wire through the separated and through the guide wire lumen past the proximal seal but there was strong resistance noted due to the contrast. The separated tip and guide wire lumen were flushed with water and the guide wire was back loaded through the separated tip and through the guide wire lumen and there was no resistance noted. In this case, it is possible the tip was inadvertently handled during preparation of the sds; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause for the reported tip detachment could not be determined. All dilatation catheters are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that prior to the insertion of the guide wire into the mini vision stent delivery system (sds), the sds soft tip separated. The separated portion is about 2-3 mm. The device did not enter into the patient anatomy. The device was not used and the procedure was concluded with success by using another mini vision, from the same lot, without any issue. No patient effects have been reported. No additional information was provided.

Event description:
It was reported that at the moment of insertion of the guide wire into the mini vision stent delivery system (sds), the sds soft tip separated. The separated portion is about 2-3 mm. The device did not enter into the patient anatomy. The device was not used and the procedure was concluded with success by using another mini vision, from the same lot, without any issue. No patient effects have been reported. No additional information was provided.